Event description:
Customer reported the workstation is intermittently not functioning. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep replaced the interconnect cable as a preventative measure. System operates as intended.